Manufacturer narrative:
(B)(4). The microcatheter was returned with the concomitant guide wire inserted in the lumen. The distal segment of the guide wire was out of the catheter tip and it was bent. The catheter tip was twisted and its distal end was partially missing. The guide wire had its coil wire unraveled at the proximal solder that fixed the coil wire to the core wire (located at 150mm from the wire tip). Unraveled coils were gathered distally and tangled with the catheter tip. The coils were also found unraveled at approximately 80mm from the wire tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was concluded that excess torsion was inadvertently applied while the concomitant guide wire or the deformed catheter tip that was damaged while crossing the lesion was being trapped in the lesion. It was presumed that the excess torsion led the coils to become unraveled, unraveled coils pinched and consequently ripped off the catheter tip. There was no indication of product quality deficiency. Although there were no adverse patient effects, the catheter tip was partially missing and not returned; therefore, it was concluded that a possibility that the separated tip fragment might be left in the patient anatomy could not be completely ruled out. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.); [warnings] always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi microcatheter broke off during a pci to treat a severely calcified cto in the lad #6-8. A guide wire was advanced with the microcatheter but failed to cross the lesion. A new guide wire was attempted but did not cross. The microcatheter was exchanged to a double-lumen catheter and new guide wires could cross the lesion. Because a balloon could not cross the lesion, the reported microcatheter was again advanced to the lesion when damage on the catheter tip and the concomitant guide wire was noticed under the fluoroscopy. Approximately 2-3mm of the catheter tip seemed to be missing. Both devices were removed from the anatomy. The physician confirmed no residual left in the anatomy and resumed the procedure. No other device could cross the lesion; therefore, the pci was terminated without recanalization. The patient had no problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.